Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen delivery problem. The device was reported to be in use at the time of the reported problem. No patient harm was reported. In a good faith effort (gfe) response received on (B)(6) 2023, it was stated that the patient information was requested but unknown. The field service engineer (fse) found error codes 1111 (check vent: oxygen device failed) and 1208 (alarm message: oxygen not available), confirming the oxygen delivery problem. The o2 solenoid was replaced, and the reported issue was resolved. The device was operational after repairs were completed. The defective component was requested to be returned. Further evaluation will be performed once the component is received, and an additional report will be submitted.